Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed and found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook had an internal wire failure reported by the operating room (or). The procedure was completed with no reported injury.